Event description:
The caller reported that she could not get the cuff of her husband's tracheostomy tube to stay inflated. The tube was removed, and the patient was re-cannulated with an unspecified tracheostomy tube.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.